Event description:
This system was explanted because the pt complained of chronic pain at the implant site. This system was not replaced. There are no known complaints associated with the functionality of this device. Should additional information become available, this file will be updated.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, mechanical and electrical analysis. The analysis of the lead demonstrated multiple signs of abrasion at the proximal part of the lead. Nonetheless the insulation was found intact. It is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD housing. The deformation of the inner coil close to the is-1 connector pin as well as the deformation of the fixation helix occurred most likely during the explantation procedure. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.